Event description:
Customer reported difficulties with the pump's quick bolus/wake button, noting it required multiple presses to activate the pump screen, and mentioned issues with the connection between the pump and app, as well as an unresponsive and scratched touchscreen. No specific details were provided regarding the impact on blood glucose levels as the customer declined to disclose values, but there was no report of an adverse impact. As the customer was out of warranty and declined further troubleshooting, no additional actions or follow-ups were taken by technical support.